Event description:
Per the sales representative, a zmc surgery was being performed by a resident. He drilled down about 6mm and was twisting down some screws when the heads broke off at different times. Two twist drills also broke off when being used. The resident was not able to remove the screw threads or the heads of the twist drills, they remain in the patients skull. There is no plan to remove them at a future time. Per the sales representative, there was no delay to the surgery. There are no x-rays available and no further information is available by the sales rep, who was in the case.

Manufacturer narrative:
Device not returned for evaluation as it is still implanted in the patient. If additional information is received, it will be reported on a supplemental report. Device remains implanted.